Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned and the reported difficult to deploy, difficult to remove and stent elongation could not be confirmed as the handle was disassembled, the stent was not returned and the difficulties were based on circumstances during the procedure. Cine images were returned and reviewed by an abbott clinical specialist who concluded that the root cause of the event is improper vessel preparation and stent sizing which resulted in stent elongation throughout the length of the deployed stent and loss of deployment efficiency. Improper vessel preparation. Per instruction for use (IFU), the recommended vessel diameter (rvd) should 4.7mm for od of selected 4mm stent. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: amplatz, terumo, bsc mailman sheath: ansell 2 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion with moderate tortuosity in a right distal superficial femoral artery (sfa) and proximal popliteal artery. Difficulty was encountered during the attempt to access the sfa using multiple guide wires and multiple techniques, including subintimal advancement. The sfa was able to be accessed and pre-dilatation was performed using an unspecified 3.0 x 10 cm balloon and an unspecified 2.0 x 4.0 x 15 cm drug-eluting balloon. While deploying a supera veritas stent to treat the lesion, when the stent was about two-thirds deployed, the ratchet mechanism of the thumb slide experienced a failure and the stent would no longer advance forward with each slide of the thumb slide. The remainder of the stent was stuck in the stent delivery system (sds). External pressure was applied on the delivered section of the stent (in the proximal popliteal) during which, the sds was able to be retracted to deploy the stent, leaving an elongated proximal stented section, with part of the stent being implanted in an unintended site (proximal sfa). The finished outcome was reported to be good with a good immediate angiographic result and much improved flow into the lower leg. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. Because of the maldeployment of the stent, there was significant elongation. The physician stated that the device is a 150 mm stent; however, he wondered if it was possibly a 200 mm stent placed inside and labeled as a 150 mm stent, because based on a visual estimate of a magnified view, he noted the stent to be very elongated, measuring 37 cm in length after full deployment. No additional information was provided.